Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at approximately 9:42 pm, the patient began feeling extremely tired. The patient took a fingerstick and the cgm reading was 352 mg/dl, and the blood glucose reading was 472 mg/dl. No specific treatment was reported, but the patient removed the pump and sensor. At approximately 11:30 pm, the patient decided to seek medical attention and drove herself to the hospital. Upon arrival, a nurse performed a fingerstick, and the blood glucose reading was 508 mg/dl, and the cgm reading was high. The patient was treated with intravenous insulin, and insulin via injection. During her hospitalization, her potassium level decreased, and she was given potassium pills to correct the deficiency. No further medication was reported and the patient was discharged after spending 3 days at the hospital. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.